Event description:
Philips received a complaint on the heartstart mrx device indicating that the etco2 module had a calibration issue.

Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite. It was determined that the device showed etco2 calibration issue. Etco2 calibration was successfully performed, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.